Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The solid state drive was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that after a case the navigation system was showing the grub menu. The representative restarted from admin, and an error showed saying "error/opt/mnav problem with internal logger, update log file failed." The representative used "I" and "f" to step through the grub menu and this did not consistently allow recovery mode bootup.

Manufacturer narrative:
The software was analyzed by software engineers and found this error to be consistent with a known failure methodology. This error is currently be tracked by internally. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The solid state drive was returned to the manufacturer for analysis. Analysis found that the returned ssd was tested and it booted normally to the application screen without issue. Signed into system/admin every time and shut down the computer using the software shutdown/restart options. Self test shows disk status is ok. No fault found. If information is provided in the future, a supplemental report will be issued.